Event description:
It was reported that inspiration was not possible in the ventilator. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The only information we have is that the ventilator was found out of order. The issue was solved and full calibration and run test were done. No potential harm for patient or operator. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).